Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.